Event description:
The customer reported that the device freezes up once the charge button is pressed during op check.

Manufacturer narrative:
(B)(4). The customer reported that the device freezes up once the charge button is pressed during op check. The device was evaluated at philips. The symptom was verified. The software was reloaded on the device to resolve the issue.